Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps saying no delivery. The no delivery occurred 3 times. The alarm had occurred during basal. The customer also reported that they had experienced a high blood glucose level of 400 mg/dl. The customer treated the high blood glucose with a manual injection. The customer discarded both of the previous sets and reservoirs. The customer's current blood glucose level was 235 mg/dl. Troubleshooting was performed and it was noted that the insulin pump alarmed a no delivery during the manual prime test. Due to the fact that the customer had already changed set 2 previous times and continued to get no deliveries, the device will be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.